Manufacturer narrative:
The insulin pump was received with button error alarm and had unresponsive buttons due to flattened esc and act buttons dome switch. No unexpected numbers ramping/scrolling during testing. Device had minor scratched lcd window, cracked battery tube threads, broken reservoir tube lip and cracked case at reservoir tube window corner. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error while she was sitting on the sofa and she is unable to clear the alarm as the keypad is unresponsive. The customer did not recall any significant events leading to the alarm. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.